Manufacturer narrative:
Olympus followed up with the user facility to gather more information for this report. The user facility reported that the physician had been able to remove the stones, but has not been able to place the stent as he had planned to do as a preventive measure. The difficulty with the device had reportedly occurred near the end of the procedure. The stent placement was not rescheduled, and there was no further information provided regarding the status of the patient. The user facility reported that the device had been a loaner unit from a third-party service provider, and had been returned to the service provider for service. The serial number of the subject device provided by the user facility has been altered by the third party company and olympus cannot identify this endoscope's history. The tjf-160f instruction manual cautions users that olympus is not liable for any injury or damage which occurs as a result of repairs attempted by non-olympus personnel.

Event description:
Olympus received a medwatch report which stated that during an ercp (endoscopic retrograde cholangiopancreatography) procedure, the elevator in scope malfunctioned. Sphincterotomy and release of stones was accomplished, but the user was unable to complete placing stent due to malfunction of the endoscope. The endoscope was on loan from the supplier and, they were notified and the endoscope was returned to them.